Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
T was reported that the instrument was found to be fractured during an inspection at the warehouse. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g7, h1, h2, h4, h10 this lot was issued to 7 final lot numbers. Please see the below manufacturing information: lot 522560; manf date: jul 10, 2012; expiry date: jun 30, 2022 lot 522570; manf date: jul 11, 2012; expiry date: jun 30, 2022 lot 522580; manf date: jul 12, 2012; expiry date: jun 30, 2022 lot 540590; manf date: jul 14, 2012; expiry date: june 30, 2022 lot 821610; manf date: feb 21, 2013; expiry date: feb 28, 2023 lot 613870; manf date: sep 29, 2011; expiry date: aug 31, 2021 lot 705180; manf date: nov 02, 2011; expiry date: sep 30, 2021 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. \visual examination of the provided pictures identified the tip is fractured. The product shows signs of repeated use; nicks, scratches, and wear marks. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. This event is being further investigated in ie-20007. After receipt, the visual review identified several markings on the device that suggests the device to be used multiple times. The device labeling indicated the device to be single-use. After discussion with the spain loaner, it was determined that the team does not have a way to determine, outside of physical markings, which items in a kit are single-use and if the single-use devices were used in surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.